Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists. UDI: (B)(4).

Event description:
It was reported that a patient fell from a citadel plus bed. According to the report, the patient crawled out of bed. The staff was unable to confirm whether the bed¿s side rails were in the raised or lowered position at the time of the incident. The patient sustained a leg injury and was taken to emergency room. It was confirmed by the facility that the patient broke their leg requiring a cast. No device malfunction was detected during evaluation. The citadel plus bed was found to be in normal working condition.